Event description:
It was reported that the customer's insulin pump display went blank and there was a chip in the battery cap. It was found that the threading on the battery compartment was chipped, as well. Customer's blood glucose was 320 mg/dl. The insulin pump was reportedly not dropped, bumped, or exposed to moisture. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a blank display due to corroded battery tube. Insulin pump had a cracked battery tube threads, cracked belt clip slot, broken reservoir tube lip, minor scratched display window and broken battery cap.